Event description:
It was reported while using neutraclear¿ needle-free connector leakage occurred and blood backflowed. There was no report of patient impact. The following information was provided by the initial reporter: blood return occurred' o please confirm whether any leakage occurred. It is clear leakage had occurred.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20j12-tdp h6: investigation summary an el201 product was not available for investigation, however the lot number was confirmed to be 20j12-tdp. The feedback provided by the customer indicates that backflow of blood was visible. As part of the feedback the customer provided photographs of the affected sample; analysis of the photographs confirmed the customer's experience as blood appeared visible within the housing of the neutraclear, furthermore blood was visible on the surface below the neutraclear suggesting a leakage. The details of this feedback were forwarded to the legal manufacturer of the product, cair lgl. For investigation. A review of the production records from lot 20j12-tdp did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample and connecting product in use at the time of the incident were not available for investigation.

Event description:
It was reported while using neutraclear¿ needle-free connector leakage occurred and blood backflowed. There was no report of patient impact. The following information was provided by the initial reporter: blood return occurred. Please confirm whether any leakage occurred. It is clear leakage had occurred.

Manufacturer narrative:
The manufacturing location for this product is cair. This site is an OEM manufacturing site. (B)(4). Medical device lot #: 20j12-tdp was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.